Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) the batteries did not last. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, and replaced the batteries. The stm then completed pm with full calibration, and the unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.